Event description:
As reported, the sealant sleeve was broken (split) and the 6/7f mynx control vascular closure device (vcd) did not enter a non-cordis sheath; therefore, the product was not available. There was no reported patient injury. The mynx vcd was used in a percutaneous coronary intervention (pci). The issue was noticed during use in the patient. The procedure used a retrograde approach, and hemostasis was achieved using another mynx device. There were no visible signs of device/package damage prior to use. The device was prepped and used in accordance with the instructions for use (IFU). The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel type was the femoral artery, with a diameter verified to be greater than or equal to 5 mm. The vessel tortuosity was unknown, and the stick location was also unknown. There was no presence of pvd or calcium in the vicinity of the puncture site. It is unknown whether the sealant was deployed completely above the access site or partially. The sealant was not dislodged from the arteriotomy, and it is unknown if the sealant seemed to stick to the device. The device storage temperature did not exceed 25°c. The patient was not thin, and the vessel depth was not shallow. It is unknown if button #1 was fully depressed, if the balloon was fully deflated, or if button #2 was fully depressed. No resistance was noted during the use of the device. The complaint device was returned for evaluation and the cartridge assembly was inspected with a vision system to obtain a magnified image confirming a kinked condition and observing that the sealant is exposed.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeve was broken (split) and the 6f/7f mynx control vascular closure device (vcd) did not enter a non-cordis sheath; therefore, the product was not available. There was no reported patient injury. The mynx vcd was used in a percutaneous coronary intervention (pci). The issue was noticed during use in the patient. The procedure used a retrograde approach, and hemostasis was achieved using another mynx device. There were no visible signs of device/package damage prior to use. The device was prepped and used in accordance with the instructions for use (IFU). The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel type was the femoral artery, with a diameter verified to be greater than or equal to 5 mm. The vessel tortuosity was unknown, and the stick location was also unknown. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. It is unknown whether the sealant was deployed completely above the access site or partially. The sealant was not dislodged from the arteriotomy, and it is unknown if the sealant seemed to stick to the device. The device storage temperature did not exceed 25°c. The patient was not thin, and the vessel depth was not shallow. It is unknown if button #1 was fully depressed, if the balloon was fully deflated, or if button #2 was fully depressed. No resistance was noted during the use of the device. A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, and it was observed that both button 1 and button 2 were not depressed. The syringe was connected to the stopcock, and the catheter was properly inserted into an unknown non-cordis sheath, locked onto the sheath catch. The sealant was in its manufactured position, exposed due to a severe kink to the cartridge assembly. The stopcock was set to the open position, and the atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. The slit length on the outer sleeve was not verified due to the severe outward kink to the sealant sleeve assembly. However, the catheter working length was measured and verified, and the dimensional analysis result was found within specification. Per functional analysis, a simulated insertion/withdrawal test into a previously flushed lab sample sheath was performed as indicated in the IFU. However, due to the severe kink in the cartridge assembly, it was not possible to insert the device into the cannula of the sheath. A simulated deployment test was performed on the returned device per the mynx control IFU. The tension indicator was manually aligned, then button 1 and button 2 were able to be depressed to deploy the sealant and withdraw the balloon without any resistance. No issues were noted with respect to the deployment of button 1 and button 2 during the device failure investigation. The returned device performed as intended per the mynx control IFU. The cartridge assembly was inspected with a vision system to obtain a magnified image, confirming the kinked condition and observing that the sealant was exposed. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not confirmed through analysis of the returned device; however, there was a kinked/bent condition of the sealant sleeves noted, which was likely the condition experienced by the customer. Also, a condition was noted to the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from kinked/bent sealant sleeves. The exact cause of the failure experienced by the customer and observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the events reported. However, procedural/handling factors (even though it was reported that resistance was not experienced during device use) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.